Event description:
It was reported that the patient was not getting adequate coverage of pain areas. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred since 2019.